Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 7.0x30x75cm express® ld iliac / biliary stent was advanced to treat the lesion. When the physician advanced the device through a sheath or a guide catheter, the stent came off the balloon. The physician attempted to snare the dislodged stent but the snaring device tangled in the stent. The patient then was taken to the operating room for a non-scheduled surgery to remove the dislodged stent. The stent was removed and a different stent was deployed. The procedure was then completed. No further patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the superior mesenteric artery. No patient complications were reported.